Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer also had a high level of ketones. The customer experienced vomiting and excessive thirst as symptoms of the high blood glucose. It was stated that there were no significant events leading to the hospitalization. The customer had also received a no delivery alarm and experienced a blank display on the insulin pump. The customer changed the infusion set and insulin, and the insulin pump turned off and back on. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, but the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.